Event description:
It was reported that the lead was damaged either during or before stage 2. The number 3 electrode connection to the extension was crushed or not circular. The company representative confirmed that the physician was able to use the lead. The device was programmed around the #3 electrode that had the damage. The pt felt stimulation in the right place at low amplitudes.